Event description:
Opened the new package of egia ii 60-3.5 sulu and assembled with idrive. After pressing the green firing button, surgeon pressed the blue button to fire but found that staple can be fired about 15mm and then stop and got stuck and cant be fired anymore. He decided to open the jaw and changed the new sulu instead to complete the firing. No tissue damage or blood loss. Patient involved w.o injury. Age: (B)(6); malerocedure? 12. What is the patient age, weight, gender? (B)(6). Was there any unanticipated tissue loss as a result of this problem? 14. Was there any tissue damage as a result of this problem? 15. If yes, describe the damage and provide details on how the damage was treated/corrected. 16. Was the damage irreversible? 17. Was there blood loss of 500cc or more due to the product problem? 18. Did any additional blood loss resulting from this product problem require a blood transfusion? 19. Was surgical time extended by more than 30 minutes due to the product problem? Was any adverse event reported as a result of any delay in surgery? (I.e. An extension of the hospital stay, infection, etc.?)

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 03/19/2015.